Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 13 of 13 devices were returned for evaluation. Evaluation of 9 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers. Evaluation of 4 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 13 malfunction events where a midwest tradition handpiece would not hold burs. No injury resulted in any of the events.